Manufacturer narrative:
Eval summary: the product was not returned. The iol and associated cartridge product history records could not be reviewed because the facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause for the reported complaint. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure two lenses were removed and replaced, due to broken haptics. Corneal clouding with a corneal endothelial disorder were reported to have occurred following the implantation of the third lens, which remains implanted. Add'l info has been requested.